Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye in a secondary surgical procedure due to patient complaint of bad rainbow halos. A different model iol (eyhance) of the same diopter power was used as the replacement lens. There were no medical/surgical interventions required. No patient injury was reported. The doctor provided that the patient¿s outcome was excellent as the patient lost her reading capability after the iol exchange, but the symptom of ¿rainbow halo¿ completely went away. The lens was discarded after it was explanted. No further information was provided.